Manufacturer narrative:
No additional information was received. One pump was received for evaluation. Visual inspection found a cracked right plunger case and contamination. Review of the device event history log showed battery communication timeout. A battery check was performed and the readings displayed "0" even with new batteries installed. The device had intermittent battery percent and status readings. The interconnect board was replaced and the device passed functional testing. The root cause is undetermined; there is an internal corrective action opened to address this reported condition. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was not showing percent of battery during battery use. No patient injury was reported.